Event description:
It was reported that during initial implant, both the right atrial lead and right ventricular lead dislodged. The leads were repositioned. Two weeks later, the right atrial lead again dislodged. During repositioning the helix would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analysis revealed that there was a non-electrical miscellaneous finding on the tip electrode. It was also noted that there was blood in/on the helix/lobe mechanism and apparent explant damage.